Event description:
The customer stated when they used their 12 lead cable, the device would make a loud beep. The customer tried a new 12 lead cable but with no help; but when they used a 5 lead cable, it worked. No harm to patient.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service duplicated the complaint that was caused by the aux input board assembly's connector (result code) that indicates wear that caused a weak connection and is the cause of the artifacts and intermittent lead fault error code. Additionally, the inspection also revealed that an inductor (result code) on the same circuit board was damaged causing the device to incorrectly identify the attached cable type and causing the 'beep' during initialization. Once the circuit board was replaced, the device performs to specifications. Once repairs were completed, the device passed testing and returned to the customer.